Event description:
As reported, the valve was explanted 1yr 8m post implant due to increased gradient; there was a 45 mm gradient measured across the aortic valve.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
H2, h6 updated. The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events postimplantation increased gradients and postimplantation increased gradients indeterminate reason. The following instruction for use was reviewed; IFU for s3 thv with commander ds. No IFU/training deficiencies were identified. As the complaints for postimplantation increased gradients and postimplantation increased gradients indeterminate reason was unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for post implantation increased gradients was confirmed based on medical record provided. A review of the DHR, lot history, complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per medical records approximately 1 year and 7 months post implantation of a 20mm s3u valve in the aortic position via tf approach the patient had their valve explanted, and the mean transvalvular gradient was 45mmhg. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per medical record reviewed, the patient had a tavr placed because of their multiple comorbidities that were not all listed in these records. The patient has a history of type 1 diabetes mellitus, and a renal transplant some years before, which means the patient is on chronic immunosuppression, after the tavr implantation, the patient was doing well initially, and the mean transvalvular gradient was 45mmhg. In this case, patient had vast comorbidities (e.g. Diabetes mellitus, previous kidney disease, etc.), which are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis leading to increased gradients. As such, available information suggests that patient factors (preexisting comorbidities) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.